Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, there was no pacing or sensing on the lead and the impedance was also high. There was a possible fracture in the proximal pacing conductor. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.